Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device kept by hospital.

Manufacturer narrative:
An event regarding arthrofibrosis involving a triathlon insert component was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: medical review was not performed as medical records were not provided. Device history review: there were no reported discrepancies for the referenced lot. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported event could not be confirmed with the limited information provided. There is no indication that this event relating to treatment of scar tissue is device related. Medical records such as x-rays, operative reports and follow-up notes would be required to determine a definitive cause for this event. A CAPA trend analysis was conducted for the reported failure mode and concluded arthrofibrosis may result from other factors not necessarily related to the device.

Event description:
It was reported that the patient complained of stiffness. Surgeon removed poly insert, manipulation, washout, new poly inserted, close case.

Event description:
It was reported that the patient complained of stiffness. Surgeon removed poly insert, manipulation, washout, new poly inserted, close case.